Event description:
Healthcare professional reported that during a surgery, the inlet pressure was zero. The hospital swapped the machines over. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available, if no investigation conclusion has been completed. (B)(4).